Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost weight and the ipg pocket site became painful. In turn, surgical intervention was undertaken wherein the entire scs system was explanted resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.